Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event on battery issues, no battery was returned with the device. It was confirmed that the ventricular output connector lock was broken off. It was also noted that the upper case was broken, the lower case was corroded, the control knobs were contaminated, both bail covers were contaminated, the ring cover was damaged, the ring was bent, the keyboard window was scratched, the display was out of electrical specification, and the main printed circuit board (pcb) was out of electrical specification. (B)(4).

Event description:
It was reported the ventricular port is broken and there are battery issues. The device was returned for repair. No patient complications were reported as a result of this event.